Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 078. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the black box showed call service 078 and 064 alarms. Call service 064 and 078 alarms were duplicated during testing of the load/step functions. The pump case was removed to find evidence of moisture damage on the motor circuit, and the motor flex cable and connector. The call service 064 and 078 motor errors were due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 02/15/2017 - correction to serial #.